Manufacturer narrative:
Additional patient information: patient height reported as (B)(6). Device is an instrument and is not implanted or explanted. Reporter last name not provided. (B)(4). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) - manufacturing date: january 12, 2005. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient sustained a complex femur fracture that required surgical fixation, which was undertaken on (B)(6) 2016. During nail insertion, the surgeon placed the reconstruction screw through the head of the femur. While drilling, an attempt to remove the guide wire from the protection sleeve was made; however, the drill missed the nail and crossed posterior. The nail was removed for additional fracture reduction. Upon completion, the nail was then re-inserted, but the drill missed again. Two (2) of the attempted reconstruction screws wound up being disposed of during this process (for unknown reasons). However, alternates were readily available for use. The surgeon ultimately made the decision to push on the aiming arm with the goal of "flexing" it in order to achieve correct positioning, which would allow for proper drilling of the nail. The procedure was completed with a delay of one (1) hour. Post-operatively, the patient was reported as being stable. It was noted that all instrumentation was checked prior to the start of the surgical procedure. No devices were found to be loose at that time. Concomitant device(s) reported: recon screws (part/lot: unknown / quantity: 2), femur nail (part/lot: unknown / quantity: 1), protective sleeve (part: 03.010.075 / lots: 34695 and 32353a / quantity: 2), guide wire (part: 03.010.076 / lot: 32740 / quantity: 2), and trocar (part: 03.010.077 / lot: unknown / quantity: 2). This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (recon locking aiming arm for lateral entry femoral nails-ex, part number 03.010.048, lot number 4874018). The subject device was received with the complaint stating that the drill could not align properly with the nail causing a surgical delay of one hour. The recon locking aiming arm (03.010.048) is exclusively utilized in the titanium cannulated lateral entry femoral recon nail system and is attached to the standard insertion handle (03.010.045) for proximal locking technique guide. The returned devices were examined upon arrival and no defects or deficiencies, aside from minor wear, was noted which would contribute to the complaint condition of misalignment. The aiming arm was able to attach to the handle and form a strong and rigid construct. The following note is mentioned in the system technique guide: ¿do not exert forces on the aiming arm, protection sleeves and drill sleeves. These forces may prevent accurate targeting through the proximal locking holes.¿ the aiming arm was reconstructed with the returned protection sleeves (part 03.010.075, lots 32353a and 34695), wire guides (part 03.010.076, lot 32740, qty 2), and a known good insertion handle (part 03.010.045, lot 1564984), connecting screw (part 03.010.044, lot uq65735), and nail (part 04.003.440, lot 5726555) in an attempt to recreate the complaint condition, but the complaint condition could not be recreated. The complaint condition is unconfirmed. Alignment of the aiming arm with the insertion handle was achieved when attempting to recreate the complaint condition, but during the subject procedure other variables could have contributed to the drill bit not going into the nail. Since only the aiming arm, protection sleeve, and wire guides were returned, it is not possible to determine if the other parts which interacted with both devices during the complaint contributed to the drill bit misaligning with the nail. Additionally, other factors such as the patient¿s condition and physical attributes could have impacted the positioning of the instrumentation used to facilitate locking and contributed to the complaint condition. The product drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history review was performed for the returned instruments lot number and no (B)(6), ncrs or complaint-related issues were identified with the lots number which may have contributed to the complaint condition. Due to the tight tolerances and design, the construct(s) is susceptible to lateral forces during the surgery that are unable to be replicated at customer quality. It is likely that soft tissue distractions forces are the cause of this complaint condition. The following note is mentioned in the system technique guide: ¿do not exert forces on the aiming arm, protection sleeves and drill sleeves. These forces may prevent accurate targeting through the proximal locking holes.¿ if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Updated synthes manufacturing location . Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.